Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx plus valve, product ID: evfxplus-29, serial: (B)(6), use by date: 2026-12-26, UDI: (B)(4). Continuation of d10: product ID l-evolutfx-2329 (lot: 0012635057); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the patient was restless on the table due to pre-existing dementia. A pre-implant balloon dilation was performed with a 23 mm non-medtronic (true) balloon. Hypotension and new left bundle branch block (lbbb) occurred. Using right femoral artery (rfa) access, the delivery catheter system (dcs) was inserted through a 18 french non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire. The first position was canted and more than 15 mm deep on the left coronary cusp (lcc). The hypotension worsened, which was medically supported, and cardiopulmonary resuscitation (CPR) was initiated. The pressure recovered and the valve was repositioned, but still too deep. The valve was fully recaptured. Pacing on the wire did not capture and a temporary pacing wire was inserted. The third and final deployment depth was 4 mm on both the non-coronary cusp (ncc) and lcc, using cusp overlap and commissural alignment. Oxygen levels were noted to drop during the third repositioning. A laryngeal mask airway (lma) was inserted and the oxygen levels recovered. Following the valve implant, trace paravalvular leak (pvl) was observed, but there was no mean gradient or vascular issues. No post-implant balloon dilation was performed. The temporary pacing wire and lma were removed. The new lbbb remained in addition to the patient¿s pre-existing atrial fibrillation/flutter. The implanting physicians reported a successful case outcome with an optimal result. Per the physicians, there were no concerns about the medtronic products contributing to the event, and the patient¿s poor ejection fraction was likely the contributing factor for the hypotension that required CPR.